Event description:
It was reported that the patient swallowed the vns magnet and there was concern he had also swallowed the strap. The medical professional had contacted the manufacturer for assistance and no serious injury was reported to have occurred. Surgery was performed where only the magnet was found and removed from the patient's stomach. The magnet was found to be in one piece and the case of the magnet had not been damaged. Review of design documentation confirmed that the magnet casing was made with a resin which has been deemed safe for contact with food. No additional relevant information has been received to date.